Manufacturer narrative:
D10 concomitant products: 8886664141, 8886 6641-41 maxon 3-0 grn 75cm c14x36, (lot # d5b3617fy); 8886664141, 8886 6641-41 maxon 3-0 grn 75cm c14x36, (lot # d5b3617fy); 8886664141, 8886 6641-41 maxon 3-0 grn 75cm c14x36, (lot # d5b3617fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the veterinary report, the doctor used 10 sutures so far and had four reactions from it. 72 hours post surgery, the suture was intact but the tension was gone and did not hold the skin together.